Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the philips remote service engineer(rse) confirmed that the alert was triggered because a remote alert was found in the log file indicating that the image processing computer was unable to boot up. Upon further investigation, the philips field service engineer (fse) visited onsite and confirmed that the ippc is the issue. To resolve the issue fse ordered ippc and hard drive. Later, fse verified that the customer was unaware of any issues and the system was functioning normally. The system was subsequently returned to service in good working condition. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image processing computer was unable to boot up, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.